Event description:
It was reported that log files were sent for review on 23oct2024 due to low voltage advisory and power cable disconnect alarms on the patient¿s system controller while they were doing nothing. None of the alarms lasted more than 30 seconds, so they were not captured on the system controller¿s alarm history. The patient was meticulous and regularly cleaned their batteries and battery clips. All batteries and battery clips were inspected, and no abnormalities were noted. The system controller clock had not been changed, and the alarms appeared to be off by one hour. The system controller clock was then updated. The patient and healthcare provider thought that a set of battery clips was narrowed down as the potential cause of the alarms. The ventricular assist device (vad) coordinator replaced the battery clips, but the alarms remained. The log file captured a few odd drops in the relative state of charge (rsoc) voltage while the patient was connected to the batteries but did not appear to last long enough to trigger power cable disconnect alarms. The vad coordinator looked inside of the system controller power cables and found that there was a small indent or defect in the black power cable connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The reported event of damage to the system controller black power lead was confirmed via analysis of the submitted photo. The submitted log file contained approximately 5 days of data ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamp). The log file captured a power cable disconnect alarm that was not associated with a true power cable disconnection on (B)(6) 2024 at 23:08:23 that was due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarm occurred while connected to 14v batteries and occurred on the black power lead. No atypical low voltage alarms were observed in the log file. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Inspection of the submitted photo revealed a small indent in the half-moon connector on the system controller¿s black power lead. No damage to the pins or sockets in the connector were observed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023 (ifs order number: (B)(4)). Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.